Event description:
It was reported the pt's (B)(6) ipg is causing discomfort when she leans forward. The device is implanted in the pt's abdomen; however, it is not in use as the pt is currently utilizing a different therapy regime for her pain management needs. Surgical intervention will be undertaken a later date to explant the ipg.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.